Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm vessel. A 6.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilatation; however, during the initial inflation at around 10 atmospheres, the balloon ruptured. The device was removed without problems. The procedure was completed with a different device. No patient complications nor injuries were reported.